Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The device was received, and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) homechoice cassettes were damaged. Further described as, "the top corner of the actual cassette part was not sealed and was folded over." This was noticed during multiple steps of peritoneal dialysis therapy. There was no patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: twenty (20) actual samples were received for evaluation. A visual inspection performed with the naked eye noted a cassette sheeting lifted (incomplete weld) at the corner of the cassettes. The reported condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.